Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8782, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Patient code (B)(4) applies to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving gablofen (ba clofen) 2000mcg/ml for a total dose of 150mcg/day via an implantable pump for intractable spasticity. It was reported there was no cerebrospinal fluid (csf) flow. During the catheter replacement no csf flow was noted from the catheter access port (cap) or distal segment. It was unknown what factors may have caused or contributed to the issue. It was noted that the new ascenda catheter was replaced as there was no csf flow from the new catheter from t1-t5. The catheter was placed near t6 with csf flow. The catheter was discard and will not be returned for analysis. It was noted that surgical intervention did occur as the new ascenda catheter was replaced. It was noted that the issue was resolved at time of report, and patient's status at time of report was alive-no injury. The patient's weight was (B)(6). No further complications were reported/anticipated.